Event description:
Caller reported that pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support planned to investigate the pump battery consumption and follow up with the customer.